Manufacturer narrative:
Siemens filed MDR 1219913-2021-00435 initial report on 25-aug-2021 for discordant, nonreactive advia centaur cp hiv ag/ab combo (chiv) results on the same patient samples. 09-sep-2021 additional information: siemens has completed the investigation. A sample from a known hiv positive patient resulted non-reactive with advia centaur cp chiv reagent lot 296 and was reactive with alternate test methods. The patient has been on treatment since being diagnosed 6 years ago. The intended use of the advia centaur cp chiv assay is to aid in the diagnosis of hiv infection. In this case, the patient was already diagnosed 6 years ago. Assays currently available for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions. There is no sample currently available for additional testing. Based on the information provided, no product non-conformance identified. Customer is operational. The instructions for use (IFU) under the intended use section states the following: "the advia centaur hiv ag/ab combo (chiv) assay is an in vitro diagnostic immunoassay for the simultaneous qualitative detection of human immunodeficiency virus p24 antigen and antibodies to human immunodeficiency viruses type 1 (including group "o") and type 2, in serum and plasma (potassium-edta) to aid in the diagnosis of hiv infection, using the advia centaur cp system." The instructions for use (IFU) under the limitations section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised.

Event description:
(B)(6) advia centaur cp hiv ag/ab combo (chiv) assay results were obtained on samples from the same patient. The discordant result was reported to the physician(s), who questioned the result. The (B)(6) results were considered discordant as the patient is known to be (B)(6). The customer performed repeat testing on the original instrument from sample (tube #1), a second sample (tube #2), and sample tube #2 at an alternate location with another advia centaur cp, all resulting (B)(6). The original sample (tube #1) was tested on several alternate (B)(6) test methods of which one resulting (B)(6) and the others (B)(6). The (B)(6) results were reported as the correct result to the physician(s). There are no known reports that treatment was altered or prescribed or adverse health consequences due to the discordant, (B)(6) advia centaur chiv cp results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, (B)(6) advia centaur cp chiv patient results. The patient's second sample tube was sent to an alternate laboratory as part of troubleshooting to rule out an instrument related issue. The sample was tested at another laboratory on an alternate advia centaur cp system, resulting (B)(6). Siemens is investigating. The instructions for use (IFU) under the limitations section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions."